Manufacturer narrative:
The device has not been returned to the MFR at this time for eval. A lot history review (lhr) of reuf0226 showed no other similar product complaint(s) from this lot number.

Event description:
Blood coming out of catheter during dialysis.